Event description:
When the balloon was deflated during the ablation the staff received a warning "compromised outer vacuum detected". The balloon was removed into the ra. No harm to the patient. There was blood noted in the coax return line.